Event description:
Boston scientific received information that this lead exhibited decreased r-wave measurements. Additionally, oversensing on the lead was observed. No pacing inhibition greater than two seconds was observed. A revision procedure was performed. As a result of difficult patient anatomy, access was required again and the screw on the lead would not extend. The lead was ultimately explanted and replaced. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was observed to have been returned. Analysis determined electrocautery damage with melted insulation 108, 171 and 175 mm from the terminal pin. Additionally, dried body fluid was present throughout the entire lead lumen. Stretched conductor coils from 375 mm to 466 mm from the terminal pin and insulation separation at 473 mm proximal to the anode electrode was observed. With manipulation, the lead was found to be electrically continuous.